Event description:
The customer reported that the device has a delayed response or does not turn on. There was no reported patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device has a delayed response or does not turn on. There was no reported patient involvement.